Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable phosphate result for one patient sample. The initial result was 2.049 and was reported to the doctor who requested the sample be repeated. The repeat results were 1.110 and 0.901. No unit of measure was provided. The patient was not treated based on the erroneous result and was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative checked the analyzer and replaced the reagent probes which resolved the issue. Precision testing was performed which was acceptable. Further investigation confirmed if the reagent probe was scratched or contaminated, it could cause reagent carryover. The reagent probe was most likely the cause of the event.